Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of noise. A review of the electrograms for the shock episodes found significant rail-to-rail noise. The sensing vector at the time of the shocks was set to the secondary sensing vector. Technical services reviewed the device downloaded data and recommended replacement. The pulse generator was successfully explanted and replaced. The electrode remains implanted and in service. There were no additional adverse patient effects.